Manufacturer narrative:
The customer's meter and test strips have been returned and an investigation has determined the complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing.

Event description:
A customer reported obtaining low readings on their precision xtra optium meter. The customer reported obtaining a reading of 105 mg/dl at 6pm. He injected his insulin as normal. The customer went into a hypoglycemic coma during the night. Paramedics were called. The customer awoke at 2 am and was put onto a glucose drip. A reading of 32 mg/dl was obtained on the paramedic's meter compared to 21 mg/dl obtained on the customer's meter, (readings were not done within a ten minute timeframe). There was no report of death or permanent injury associated with this case.